Manufacturer narrative:
Initial.

Event description:
It was reported that the user attempted a firmware update in a clinic, the update failed, and the ilet pump stopped dosing without the user recognizing it, after which the agent guided a successful retry at home; the user later reported persistent high glucose with continuous glucose monitor (cgm) indicating ¿high+¿ and a glucometer reading above 600 mg/dl, with an infusion set in the abdomen and dexcom g7 cgm in use. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of user-provided information. Investigation of this case revealed no device problem and identified a usage problem related to improper or incorrect procedure or method, with no specific component implicated. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.